Manufacturer narrative:
The device was not available for analysis, therefore, a technical analysis could not be performed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this event is use/user error by not following the dfu. Per the dfu, there are two caution statements that is related to the use of the buddy wire and the filter wire. They are: caution: if a buddy wire is used, ensure that the buddy wire does not wrap around the protection wire. Caution: if a buddy wire is used, leaving the body wire in place during lesion treatment can lead to vessel trauma or accidental entrapment of the protection wire.

Event description:
It was reported that during a percutaneous coronary angioplasty (ptca) procedure, the filterwire became entrapped. The physician was using a buddy wire in addition to the filterwire ez. An unk stent was deployed in a vein graft of the circumflex on the buddy wire and trapped the filterwire distal to the stent. The pt was taken to surgery and required blood products due to the anticoagulants used in the ptca procedure. The filterwire and a portion of the vein graft were removed from the pt, but were not retained. The pt was reported to be fine post surgery.